Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's (B)(6) programmer has displayed the low battery warning for the ipg on at least two occasions. The warning was cleared following the first occurrence. Based on the pt program settings, the warnings are indicative of battery passivation.